Event description:
Four days after implant of essure I hemorrhaged excessively. I ended up going to the hospital. My ob said that had never happened before. I then bled for 10 months. Summer of 2011, iron was very low and I would pass out during exercise classes. Since then I now have joint inflammation, hip pain, brain fog (loss of memory), I had a spell of numbness and tingling in my right side of body in (B)(6) 2013, vitamin d very low, as well as vitimins b1, b6, b12 and iron as of (B)(6) 2013, vertigo, itchy throughout body all the time (sometimes feels like burning), may be sensitive to gluten, very irregular periods and bleeding in between periods, irregular bowels. I was a very healthy woman before essure! Everything went downhill afterwards.

Event description:
Additional info received from the reporter on 07/07/2014: I found a new obgyn in (B)(6) 2014, who believed that I could have a nickel allergy and that the coils could be causing some of my health issues. He scheduled an ultrasound where they found that my left coil had come out of mt fallopian tube and was sitting in my uterus. I had a hysterectomy on (B)(6) 2014 where I had my uterus, fallopian tubes (with coils) and cervix removed. As of 2014, my bowel movements are back to normal and itching throughout my body is getting less. Hoping everything else starts to feel better after I get the nickel out of my system.

Event description:
(B)(4). I am happy to report that as of (B)(6) 2014 (3 months after my hysterectomy and having the essure coils removed) that all my hip and lower back pain is gone! The inflammation is gone and I feel amazing! Now I know for sure that it was caused by the nickle that was in the coils. I haven't felt this great in over 3 years! I am telling everyone I know to never ever have essure implanted into them.